Event description:
Fifth and seventh firing of echelon 60 stapler were with both white loads and both misfired. Staples appeared poorly formed and excessive bleeding seen after firing. Inspection of staple lines on excised tissue seemed to show good staple formation on one side of the knife but poorly formed on the other side. Tissue being divided was small bowel. Sixth firing was well formed and was with a blue load. Seventh load staple line had to be oversewn. The equipment was saved in decontamination area (stapler and three white loads).